Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6)2018 product type catheter product ID 8780 lot# serial# (B)(6) implanted: (B)(6)2019 product type catheter product ID 8784 lot# serial# (B)(6) implanted: (B)(6)2020 product type catheter h3: the 8784 catheter was returned and analysis identified twisting in the catheter, a break in the catheter body and a kink in the catheter body. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product type: catheter, product ID: 8784, serial# (B)(6), implanted: (B)(6) 2020, explanted: removed partial on (B)(6) 2020. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received, and it was reported that the patient was taken to surgery on tuesday (B)(6) 2020) and it was found that the pump had turned so many times that the catheter broke next to the connection point at the cap (catheter access port). A pump segment revision kit was used to revise the catheter which resolved the issue. The pump was delivering morphine (8 mg/ml at 1.2 mg/day) and bupivacaine (5 mg/ml at .75 mg/day).

Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot# serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Product ID: 8780, lot# serial# :(B)(4), implanted: (B)(6) 2019, product type: catheter. Product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 16-may-2020, UDI#: (B)(4). Product ID: 8780, serial/lot #: (B)(4), ubd: 23-apr-2021, UDI#: (B)(4). Product ID: 8784, serial/lot #: (B)(4), ubd: 10-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. On (B)(6) 2020 the patient reported that she was having increased pain and the pump flips. A dye study was ordered, and they were unable to aspirate the catheter. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. Surgical intervention was planned, but not yet scheduled. The patient status at the time of the report was ¿alive -no injury¿. No further complications were reported/anticipated.